Event description:
It was reported that during use with a polyflux 14l, an external fluid leakage was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the provided pictures showed the clamped product and a drop of water can be seen on the header cap above the dialysate connector and two drops on the housing. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.